Manufacturer narrative:
Internal complaint reference: case-(B)(4). Foreign zip code (B)(6).

Event description:
It was reported that during a wrist arthroscopy, the tip of the wand 'capsure 30' was detached from the shaft upon pulling it out of the patient's hand. The case was completed with a delay of 5min using the angle probe 'vulcan micro tac-s' as backup device. There was no harm and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Foreign zip code (B)(6).

Event description:
It was reported that during a wrist arthroscopy, the tip of the wand 'capsure 30' was detached from the shaft upon pulling it out of the patient's hand. The case was completed with a delay of 5min using the angle probe 'vulcan micro tac-s' as backup device. There was no harm and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The tip where the electrode sits has been detached from the wand. Product was out of the original packaging. No packaging returned. A functional evaluation could not be conducted due to the wands detached tip with the electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant clinical information was provided; therefore, a thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. Based on the information provided, the detachment happened just when the tip is about to exit the skin and not inside the patient. A single undated photo was provided, that supports the compliant. According to the report, the case was completed with a delay of 5min using the angle probe 'vulcan micro tac-s' as backup device. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) hitting the device tip against a hard surface. 2) excessive force. 3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a wrist arthroscopy, the tip of the wand 'capsure 30' was detached from the shaft upon pulling it out of the patient's hand. Tip got loosened and dangled out of the shaft but still connected. The detachment happened just when the tip is about to exit the skin and not inside the patient. The case was completed with a delay of 5 minutes using the angle probe 'vulcan micro tac-s' as backup device. There was no harm and no further complications were reported.